Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus by the essure device") and device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (laparoscopic hysterectomy with partial bilateral salpingectomies). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and uterine perforation to be related to essure. Diagnostic results: (B)(6) 2011, plaintiff attempted a hysterosalpingogram (hsg) test to confirm satisfactory placement of both essure coils and full occlusion of both tubes, but after several unsuccessful attempts the test was aborted. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus by the essure device/perforation (uterus)/ location of the perforation: left uterosacral ligament"), device dislocation ("migration of the device") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 30-year-old female patient who had essure (batch no. 36380238-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate;paracetamol (lortab), metformin, spironolactone (aldactone life) and verapamil. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/pain"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia(painful sexual intercourse)") and candida infection ("candidiasis"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dermatitis ("chronic dermatitis"), visual impairment ("vision/eye problems") and abdominal pain ("abdomen pain"). The patient was treated with fluconazole (diflucan) and surgery ((B)(6) 2011 thermal ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device dislocation, menorrhagia, pelvic pain, vaginal haemorrhage, dermatitis, migraine, headache, dysmenorrhoea, dyspareunia, visual impairment, candida infection and vaginal discharge outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, candida infection, dermatitis, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: he said there was scarring; on (B)(6) 2011: satisfactory placement of both essure coils and full occlusion of both tubes, but after several unsuccessful attempts the test was aborted.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus by the essure device/perforation (uterus)/ location of the perforation: left uterosacral ligament'), device dislocation ('migration of the device'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('bleeding') in a 30-year-old female patient who had essure (batch no. 36380238-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate;paracetamol (lortab), metformin, spironolactone (aldactone life) and verapamil. In (B)(6)2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain ("pelvic pain/pain"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia(painful sexual intercourse)") and candida infection ("candidiasis"). In (B)(6)2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dermatitis ("chronic dermatitis"), visual impairment ("vision/eye problems"), abdominal pain ("abdomen pain"), cystitis ("bladder infection") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with fluconazole (diflucan) and surgery (B)(6)2011 thermal ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2012. At the time of the report, the uterine perforation, device dislocation, menorrhagia, vaginal haemorrhage, dermatitis, migraine, headache, dysmenorrhoea, dyspareunia, visual impairment, candida infection, vaginal discharge and cystitis outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, alopecia and weight increased had resolved. The reporter considered abdominal pain, alopecia, candida infection, cystitis, dermatitis, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, bladder infection, hair loss weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: he said there was scarring; on (B)(6)2011: satisfactory placement of both essure coils and full occlusion of both tubes, but after several unsuccessful attempts the test was aborted.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. New events bladder infection, hair loss, weight gain, bleeding were added. Updated outcome of events pelvic pain from unknown to recovered / resolved. Lab data was updated. No valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus by the essure device/perforation (uterus)/ location of the perforation: left uterosacral ligament"), device dislocation ("migration of the device") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 30-year-old female patient who had essure (batch no. 36380238) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate;paracetamol (lortab), metformin, spironolactone (aldactone life) and verapamil. In september 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6)2011, the patient had essure inserted. In october 2011, the patient experienced pelvic pain ("pelvic pain/pain"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia(painful sexual intercourse)") and candida infection ("candidiasis"). In november 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dermatitis ("chronic dermatitis"), visual impairment ("vision/eye problems") and abdominal pain ("abdomen pain"). The patient was treated with fluconazole (diflucan) and surgery (B)(6)2011 thermal ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2012. At the time of the report, the uterine perforation, device dislocation, menorrhagia, pelvic pain, vaginal haemorrhage, dermatitis, migraine, headache, dysmenorrhoea, dyspareunia, visual impairment, candida infection and vaginal discharge outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, candida infection, dermatitis, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: he said there was scarring; on (B)(6)2011: satisfactory placement of both essure coils and full occlusion of both tubes, but after several unsuccessful attempts the test was aborted.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), chronic dermatitis, migraines , headaches, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), vision/eye problems, candidiasis, vaginal discharge, abdomen pain were added. Lot number, new reporter, patient information, concomitant and treatment medication and lab data were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus by the essure device") and device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (laparoscopic hysterectomy with partial bilateral salpingectomies). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and uterine perforation to be related to essure. Diagnostic results: on (B)(6) 2011, plaintiff attempted a hysterosalpingogram (hsg) test to confirm satisfactory placement of both essure coils and full occlusion of both tubes, but after several unsuccessful attempts the test was aborted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus by the essure device/perforation (uterus)/ location of the perforation: left uterosacral ligament'), device dislocation ('migration of the device'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('bleeding') in a 30-year-old female patient who had essure (batch no. 36380238-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain in foot, fracture, allergy to legumes, hypertrichosis, anxiety, urinary frequency, micturition burning, weakness, tiredness, uti, swollen lips, dysfunctional uterine bleeding, elevated bp, grand multiparity, shoulder pain, neck pain, shortness of breath, erythema, thrombocytopenia, hidradenitis, pap smear abnormal, breast disorder and herniated disc. On (B)(6) 2012, fluid collections in em cavity near fundus. Normal uterus othernisfi. Essure identified bhateral1y (1 each). Previously administered products included for an unreported indication: lisinopril. Concurrent conditions included yeast infection, depression, anxiety, hypertension, renal pain, general body pain, sinus congestion, chills, intermittent fever, cough, anemic, sleeplessness, fatigue, fibromyalgia, joint pain, degenerative disc disease, left lower quadrant pain and vaginal discharge. Concomitant products included hydrocodone bitartrate;paracetamol (lortab), metformin, nystatin, spironolactone (aldactone life) and verapamil. On (B)(6) 2011, the patient had essure inserted. In september 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In october 2011, the patient experienced pelvic pain ("pelvic pain/pain"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia(painful sexual intercourse)") and candida infection ("candidiasis"). In november 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dermatitis ("chronic dermatitis"), visual impairment ("vision/eye problems"), abdominal pain ("abdomen pain"), cystitis ("bladder infection"), alopecia ("hair loss") and dermatitis allergic ("rash/skin condition") and was found to have weight increased ("weight gain"). The patient was treated with fluconazole (diflucan) and surgery (B)(6) 2011 thermal ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device dislocation, menorrhagia, vaginal haemorrhage, dermatitis, headache, dysmenorrhoea, dyspareunia, visual impairment, candida infection, vaginal discharge, cystitis and dermatitis allergic outcome was unknown and the genital haemorrhage, pelvic pain, migraine, abdominal pain, alopecia and weight increased had resolved. The reporter considered abdominal pain, alopecia, candida infection, cystitis, dermatitis, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, bladder infection, hair loss weight gain. Hysteroscopic essure tubal occlusion findings: rings outside the ostia, 3 stings on the right ostia, 2 rights on left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: he said there was scarring; on (B)(6) 2011: satisfactory placement of both essure coils and full occlusion of both tubes, but after several unsuccessful attempts the test was aborted. Evidence for high-grade stenosis of the junction of the endocervical canal and endometrial cavity. The patient may require dilation. The catheter could not be advanced into the endometrial cavity. Pregnancy test urine - on (B)(6) 2011: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower back pain, pelvic pain, gain weight, vaginal bleeding, menorrhagia, headaches, abdominal pain., dyspareunia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs and mr received. Processed with fu no. 06. New event added: rash/skin condition. Outcome of the previously added event migraines was updated to recovered/resolved. Reporters, lab data, concomitant drugs, concomitant conditions, medical history were added. On 9-dec-2019: pfs received. Processed with fu no. 05. No new significant information was added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.